Event description:
It was reported that there were concerns about loss of capture on this pacemaker and the health care provider (hcp) looked for device settings. Currently, this pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No explant date provided.

Event description:
It was reported that there were concerns about loss of capture on this pacemaker and the health care provider (hcp) looked for device settings. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and the device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected. Explant date already added. No explant date provided.

Event description:
It was reported that there were concerns about loss of capture on this pacemaker and the health care provider (hcp) looked for device settings. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.